Event description:
The customer reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked at the spike when blood was being administered under high pressure to a critical patient with decreasing blood pressure. The set was removed and a new set was primed. The customer reported five patient incidents. No injuries or medical interventions were reported due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, the reported event is most likely the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.